Event description:
It was reported that an ilet insulin pump repeatedly displayed an error requiring restart and then shut down with a blank screen, after which the device was exchanged and the original was returned for evaluation. Symptoms included hyperglycemia with a reported maximum blood glucose of 457 mg/dl and nausea. Outcomes included self-management without hospitalization, including administration of a subcutaneous insulin injection and negative ketone testing. Investigation included collection of event details and return of the device for assessment. Investigation of this device revealed fluid ingress and resultant device malfunction consistent with corrosion or liquid damage affecting the pump assembly and power/charging function. It was concluded that exposure to liquid leading to fluid ingress caused the device failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.